Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. No consistent serial number was identified with this complaint; therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Serial number, treatment report, date of event, pre and post-op clinical data, logfiles, was requested but was not provided therefore a deeper investigation cannot be performed based on the available data. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flap was did not created fully in unknown eye of the patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).